Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, the balloon did not inflate. The physician first opened the oval balloon, dissection balloon would not inflate and also small piece broke off at the entry point of scope and not in patient. They opened a round balloon to resolve the issue however, still it did not inflate either. To complete the procedure, they manually dissected in the preperitoneal space since the preperitoneal balloon did not inflate. No patient injury.